Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Olympus repair center found that there was a leakage from the cable unit. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that water invaded through the cable hole of the cable unit, the ccd unit was flooded, the electronic circuit was destroyed, and communication failure between the video processor and the camera head occurred. If significant additional information is received, this report will be supplemented.

Event description:
During the procedure, the user found that the endoscopic image was not displayed. The user completed the procedure with the device. The procedure was not delayed more than 15 minutes. The same phenomenon occurred after use. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
The device was evaluated at olympus repair center. According to the evaluation, the following was found. The cable was broken. The ccd unit was corroded. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.